Manufacturer narrative:
The subject programmer followed the repair workflow and was returned back to the field.

Event description:
It was reported that a broken programmer was intermittently automatically shut down and restarted during use and it could become stuck in a boot loop. An investigation is required.

Event description:
It was reported that a broken programmer was intermittently automatically shut down and restarted during use and it could become stuck in a boot loop. An investigation is required.

Manufacturer narrative:
Please refer to the attached report.

Event description:
It was reported that a broken programmer was intermittently automatically shut down and restarted during use and it could become stuck in a boot loop. An investigation is required.